Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has a history of gout and is on chronic steroid medications. The patient developed cellulitis in the lower extremities and was admitted for unspecified IV antibiotic treatment on (B)(6) 2016 and was discharged on (B)(6) 2016 on unspecified oral antibiotics. Subsequently, the patient's driveline site then developed cellulitis and cultures were (B)(6) for colonization with (B)(6). The patient is considered to now have a chronic driveline infection. The patient was treated with an additional 14 day course of unspecified antibiotics. No additional information was provided. No additional information was provided.